Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer reported issues with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 85 mg/dl. Customer stated that the insulin pump alarmed threshold suspend. Customer also found two bent cannulas on previous sensor. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.